Event description:
It was reported that treatment was performed on a lesion in the pda/posterolateral bifurcation of the rca. Two guide wires successfully accessed both branches. Two minirail catheters were advanced along both wires and positioned at the lesion, and simultaneous inflations were performed (kissing balloon technique). The subsequent contrast injection showed a good result. One of the minirails was advanced again for post-dilatation. The minirails were removed, one at a time, from the vessels. Resistance was felt as one of minirails was removed; however, the minirail and the guide wire were not removed together as a a single unit (contrary to IFU). A balloon catheter was then advanced over the guide wire and was used to post-dilate. Fluoroscopic exam after the dilatations captured the two marker bands from the integrated wire of the minirail visible in one of the branches. The subsequent contrast injection pushed the marker bands into a very tiny branch off the posterolateral. No effort was made, nor will there be, to remove the separated wire segment from the artery.